Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level of 400 mg/dl. The customer¿s blood glucose was 400 mg/dl and sensor glucose was 111 mg/dl and blood glucose difference was 289mg/dl at the time of the event, the difference is outside the acceptable range. No harm requiring medical intervention was reported. The sensor will be not returned for analysis.